Manufacturer narrative:
Correction to the initial report: updated the response from a "yes" to a "no" for section d7a. Is this a single-use device? The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physical catheter showed a f-j curve, and the physician felt like the curves were f-j; however, the packaging stated it was a d-f curve. It was also displayed on the carto 3 system as a d-f curve. The procedure was continued with the use of the catheter. No adverse patient consequence was reported. Device evaluation details: pictures were received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the engraving on the handle of the device indicated an fj curvature; however, according to another picture provided, the device was recognized by the carto 3 system as a qdot micro(tm) catheter, df. The customer complaint was confirmed based on the pictures received. Visual analysis revealed that the rocker arm of the device and the handle were printed as fj curve; however, the on the carto 3 system, it was recognized as d-f curve. Also, a deflection test was performed, and it was noted that the curvature is a df. An internal corrective action has been opened to further investigate this issue and for corrective actions. A manufacturing record evaluation was performed for the finished device number lot 31290054l and no internal actions related to the complaint were found during the review. The label issue reported by the customer was confirmed. The root cause of the issue is traced to manufacturing. The instructions for use contain the following warnings and precautions: do not attempt to use the catheter prior to completely reading and understanding the instructions for use. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physical catheter showed a f-j curve, and the physician felt like the curves were f-j; however, the packaging stated it was a d-f curve. It was also displayed on the carto 3 system as a d-f curve. The procedure was continued with the use of the catheter. No adverse patient consequence was reported.